Manufacturer narrative:
The device was returned to animas for investigation by product analysis on 07/05/2016 with the following results: on investigation, the battery cap that was returned for investigation was found to be damaged; the removal slot on the top of the cap was stripped and worn. The cap was difficult to remove from the pump due to the damage. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the top of the battery cap was worn on a "dummy" insulin pump of unknown model. There is no indication that this issue caused or contributed to an adverse physical event. This complaint being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.